Event description:
The customer reported via phone call that they went to emergency room then hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with unknown blood glucose value. The customer's current blood glucose is 162 mg/dl and 400 mg/dl. The customer did experienced the symptoms such as sick, headache, nausea and vomiting. The customer was treated by intravenous insulin drip. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was not using auto mode during high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.